Event description:
The rt caring for the patient at the time of the event reported the following. An abg was obtained that showed significant respiratory acidosis and hypercarbia. Physician asked rt to repeat the abg because he did not believe the result. Abg repeated with similar results. Everything appeared to be working correctly on the vent. No visual or audible alarms. Physician ordered the vent be changed out. Once this occurred, improved with normal blood gas values. Machine removed from service and sent for testing to biomed.